Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6), product ID: 9734590, h3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system then passed testing. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the site experienced an alleged inaccuracy during surgery. The surgeon stated that the grey nav lock with infinity drill bit was inaccurate, unknown direction and magnitude. There were no issues with other instruments. The manufacturing representative (rep) confirmed that the correct tool card was selected for the tracking lock and there were no issues during verification. It was noted that the site reverified a drill bit with no change. There was no impact on patient outcome and there was no delay.

Manufacturer narrative:
Product analysis #838373564:2026-03-09 14:47:56 cdt webmremotews sfdcmnav product analysis task update workordername : (B)(4) analysis summary text : demo/eval unit: false hardware p/f: pass instruments p/f: pass record type: nav system checkout (closed) self test: n/a software p/f: pass status: completed does the system perform as intended?: yes was autoguide or autopilot involved ?: n/a were hardware parts replaced?: no shoulder type: type 2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. It was reported that the issue was caused by crooked sphere and the alleged inaccuracy resolved after reseating the sphere properly on the lock. The rep stated that the the surgeon noticed that one of the spheres seemed to be placed wrong on the tracker. They did a spin and placed the sphere correctly, then incorrectly on the sphere and were able to recreate the issue when it was placed crooked on the tracker. The use would resolve as soon as they would correctly seat the sphere.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The inaccuracy involved the drill bit during a posterior cervical fusion. The surgeon then noticed that the sphere was not properly seated on the tracker. No re-spin was performed. During check out, the drill bit and tracker were evaluated and checked out just fine when the spheres were seated properly. When the sphere was not properly seated, the inaccuracy could be replicated.